Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had several no delivery alarms . The customer¿s blood glucose level was 142 mg/dl at the time of the incident. The customer stated that the insulin pump had excessive no delivery alarm even after multiple infusion set and reservoir changes. Customer also reported that the insulin pump had a motor error alarm. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify no excessive no delivery/occlusion alarm due to motor error alarm.